Event description:
High pacing thresholds and loss of capture/intermittent capture were noted and this lead was found to be dislodged. The lead was, therefore, programmed off. However, there was concern that it was not, in fact, off. The patient was brought back into the clinic to be evaluated by the physician on (B)(6) 2012. The doctor was satisfied with current settings of the lead. All available information suggests this device remains inactively implanted. If additional information becomes available, this event will be updated.